Event description:
The customer reported a motor error alarm during the prime process. The customer's blood glucose reading at the time of the call was 360 mg/dl, and it was treated with an insulin pen. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump continued to alarm motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.